Event description:
It was reported that the fiber cap "exploded" (broke off) inside the pt during prostate vaporization. The fiber had accumulated 99,172 joules at the time of cap detachment. The cap was retrieved with endoscopy pliers. The procedure was completed with second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.